Event description:
It was reported the right ventricular lead demonstrated high thresholds, poor sensing, and double counting. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 4076 implantable pacing lead 2011 (B)(6); (B)(4) implantable cardioverter defibrillator 2011 (B)(6); (B)(4).